Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Rn noted on first assessment of pt that the location of the oxygen sat probe site on the pt's big left toe had skin breakdown. This was d/t a failure to rotate the probe site. As this was occurring, the mother pointed out that the opposite big toe had also been burned and was scabbing over.